Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they request assistance with connecting to ins and adjusting therapy settings. Patient said for the past month they've been experiencing "instant urine release" of 1 oz -2 oz. Patient stated they could be walking down the street and lose 2 ounces, which barely holds in the pads. Patient said they were using 12 pads a day, which was "not right." Agent walked patient through how to connect to ins and change programs. Patient was able to successfully change programs and increase stimulation to a comfortable level at bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Patient said they were leaking almost all the time and by the time they knew they had to go to the bathroom, it was too late. Patient was standing in the kitchen and when they sat down in their chair, they had so much current going to their vagina it felt like they were being shocked. Patient waited about a half hour and sat down again and it did it again. Reviewed option to decrease stim or change programs. Patient opted to change programs and increase stimulation.